Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test patient circuit and test lung. The ventilator passed 163 hours of extended run in test at the customer¿s settings. The ventilator failed the tidal volume test from the ltv final test with slight non¿conformities with the monitored vte average and calculated vti average. These slight non-conformities do not affect the way the ventilator ventilates. External inspection does not reveal any abnormalities with the ventilator. The customer's reported issue was not duplicated and no failure that would have affected the patient was detected.

Event description:
It was reported to carefusion that a patient desaturated while on a ltv ventilator. The nurses had been switching the patient back and forth between the patient's portable ventilator and bedside ventilator when the patient appeared to desaturate while on the bedside ventilator. The customer stated that they took the patient to the emergency room for an evaluation but the hospital could not diagnose or find an issue. The customer stated that while testing the unit, it was noted that the filter was dirty. The customer changed the filter and sent the unit to carefusion for an evaluation.